Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was received and analyzed. Analysis of the lead data from the device memory was performed and no anomalies were found. Concomitant product: addr01 ipg implanted: (B)(6) 2013.

Event description:
It was reported that the patient was in near syncope when the right ventricular (rv) lead had a polarity switch due to oversensing . The lead was found to have high impedance and is suspect of a possible fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.